Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Products: 6947 implantable tachy lead 2009 (B)(6); 4196 implantable pacing lead 2009 (B)(6). This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device had early battery depletion and reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.